Event description:
Healthcare professional reported right-side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported right-side rupture. Healthcare professional later reported capsular contracture baker grade "3" and lateral gutter capsulorrhaphy more on the right. Device has been explanted.